Manufacturer narrative:
Follow-up submitted with evaluation results provided by the customer which determined the bed exit alarm was turned off due to the footboard not working. This led to the alleged patient fall as the staff forgot to use a backup system. No adverse consequence or clinically relevant delay in treatment was reported. Customer performed evaluation.

Event description:
It was reported that a patient allegedly fell due to the bed exit alarm being unable to set and the back-up system not used. No additional information has been provided.

Event description:
It was reported that a patient allegedly fell due to the bed exit alarm being unable to set and the back-up system not used. No additional information has been provided.